Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds with 6.5 volts at 0.3 milliseconds. R-waves amplitude was at 3.3 millivolts. The patient does not pace much. Boston scientific technical services (ts) indicated this could be exit block or microdislodgement. The patient will have lead revision. Additional information obtain from the field representative indicates that this rv lead still remains in service. No adverse patient effects were reported.